Event description:
Troubleshooting the subject device occurred and not even a color bar was displayed. It was determined by the user that the issue was something wrong with the monitor.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out b5, d8, and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and a specific root cause of no image could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the camera was connected to start a transurethral stone removal procedure using laser, the screen of the monitor disappeared. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.